Event description:
It was reported that shortly after implant, the device exhibited t-wave oversensing (twos) during impedance testing. It was determined to be caused by the subthreshold pulse, and no intervention was needed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.